Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the header assembly. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The parents reported that since (B)(6) 2020 the child was not responding to sound with the device. The problem was originally thought to be due to a cable issue of the external device. However, replacing the cable did not solve the problem. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that since last month ((B)(6) 2020) the child was not responding to sound with the device. There is no reported trauma and no swelling or redness was noted at the implant site.

Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The parents reported that since (B)(6) 2020 the child was not responding to sound with the device. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the information and measurements received, a mechanical damage of the stimulator housing, which is typical for a severe external impact to the housing, appears likely. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The parents reported that since (B)(6) 2020 the child was not responding to sound with the device.